Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous external iliac artery. A 7.0-40, 80 wanda balloon catheter was used to treat the lesion. On the first inflation the balloon was inflated to 6atms for 30 seconds and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the entire device identified no issues. The balloon was examined microscopically and no tears or holes were found the in the balloon material. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated fully. This process of inflating and deflating the balloon from its rated burst pressure was performed three more times. The balloon inflated and maintained pressure with no leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous external iliac artery. A 7.0-40, 80 wanda balloon catheter was used to treat the lesion. On the first inflation the balloon was inflated to 6atms for 30 seconds and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.